Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that during testing the pump exhibited an error code. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg (B)(6) 2024. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) and upstream occlusion (uso) sensor seals contaminated. Error 1871 was found in the event history log. Functional testing was able to replicate the reported issue. The most probable cause was determined to be a broken wire in the optical switch. The optical switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.